Event description:
A malfunction alarm labeled as malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur, and the customer was instructed to continue using the pump while being advised to call back if the issue reappeared.